Event description:
The customer reported the system had intermittent uncommanded system reboots. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors and replaced a screw that had fallen out of the video controller board. The system operates as intended.